Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an aviva expert system within 10 minutes: 1. 1.9 mmol/l and 5.8 mmol/l 2. 20.6 mmol/l and 7.8 mmol/l sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.